Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on an unknown date, this patient underwent endovascular treatment for a left common iliac aneurysm and was therefore implanted with isolated e-iliac® and e-ventus® stentgraft systems into the common and internal iliac arteries. On an unknown date, follow-up imaging illustrated a type 1a endoleak of the jotec® e-iliac® stent in the left common iliac artery. On (B)(6) 2019, it was attempted to repair the endoleak with a gore® excluder® internal iliac component hgb161407 as a proximal extension. Immediately after having deployed the hgb component at the intended location, the device was noticed to have moved distal for a length of approximately 15 mm and into the jotec® e-iliac® component. The situation could not be remedied endovascularly and the hgb component remained in the patient. The type 1a endoleak was not resolved. Reportedly, the 90 degree angulation of common iliac artery might have contributed to the event. To secure blood supply to the patient's left lower extremities, a surgical bypass was performed connecting the aorta with the left femoral artery. The patient tolerated the procedure.